Event description:
Additional information was received that provocative testing was performed and the lead noise was reproduced. The right ventricular (rv) lead is pending a replacement procedure.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve event.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing which caused pacing inhibition intermittently was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Rv lead damage was alleged but not confirmed. No intervention has been performed at this time. The patient was stable.